Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a transphenoidal tumor resection procedure, the cusa clarity 36khz handpiece (c7036) was heating while cavitation was activated. Settings was at 75% amplitude, 75% suction, 3ml/min irrigation. The tip was changed to help with the heat. There was delay in surgery for an unspecified amount of time with no patient injury reported.

Event description:
N/a

Manufacturer narrative:
Cusa clarity 36khz handpiece (c7036) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The root cause of the reported failure could not be determined. Based on the reported failure of handpiece is heating while cavitation is activated the complaint may have been a result of a possible cooling system error. However, without testing device, it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.